Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported that when stimulation is on, the right side of the patient's torso itches. When stimulation is off, it allegedly goes away. No further patient complications were reported. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.